Manufacturer narrative:
The device was returned to olympus for routine inspection when the reported failure was discovered. The unit was tested and it was noted that it couldn't recall settings due to a low battery. Additionally, the lamp was chipped.

Event description:
The asset video system was returned to the service center for a standard evaluation and was found to have an lamp a error message malfunction. There was no reported allegation of a complaint associated with the subject device and there was no patient involvement or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the lamp.